Manufacturer narrative:
.

Event description:
Analysis of the returned programming handheld was completed. Analysis showed that the cause for the reported failure to power on event is associated with the battery latch being in the unlocked position. Once it was moved to the locked position, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned software was also completed. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse practitioner's handheld was malfunctioning. Troubleshooting was performed by a company representative which identified that the handheld would not power on. The nurse practitioner had another programming system available so no patient's were affected. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.